Event description:
It was reported that a patient felt a pop in her knee on (B)(6) 2015 with no particular trauma. X-rays showed a non-union with hardware failure. Originally, the distal femur fracture was repaired on (B)(6) 2014. A hardware removal with revision was done on (B)(6) 2015. It was noted that the plate broke through the two most proximal locking holes in the distal portion (head). Two 5.0 cannulated locking screws located in those holes, one 55 millimeter (mm) and one 65 mm, broke at the screw head-shaft junction. In addition, one cable, one threaded pin, four 5.0 locking self-tapping screws (30 mm), one 4.5 cortex screw, one 5.0 cannulated locking screw (35 mm), one 5.0 locking self-tapping screw (32 mm) and one 7.3 cannulated conical screw were removed. It was reported that all of the broken devices were removed easily without additional intervention. A retrograde nail was implanted and surgery was successfully completed. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Unknown ¿ patient felt a ¿pop¿ on (B)(6) 2015, but the date(s) of non-union are unknown. Additional product codes for this report include: hty, jdw, and hrs. Complainant part received for manufacturer review/investigation on february 10, 2015. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation evaluation: the complaint condition for part 222.658, lot number 5832290 (4.5mm lcp condylar plate), part 02.205.055 (5.0mm cannulated locking screw) with unknown lot number, and part 02.205.065 (5.0mm cannulated locking screw) also with unknown lot number was likely caused by a nonunion. The nonunion may have been caused by the patient¿s smoking; however, this complaint is not a result of any design related deficiency. No product issue was identified in the complaint or noted upon examination of the returned screws. Part 222.658 (4.5mm lcp condylar plate), part 02.205.055 (5.0mm cannulated locking screw), and part 02.205.065 (5.0mm cannulated locking screw) are implants routinely used in the 4.5mm lcp condylar plates system. The returned 5.0mm cannulated locking screws (02.205.055 and 02.205.065) were reported to have broken postoperatively due to a nonunion. This condition is confirmed; both screws are identically broken with a smooth fracture surface where the head of the screw meets the threaded shaft. It is likely that the fatigue caused by the nonunion has led to this complaint condition. The patient was reported to be a smoker which may have contributed to the nonunion. The associated drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.